Event description:
Boston scientific crm received information that during a follow-up visit, variable shock impedance values were observed. Values in the 40s, as well as 38, and greater than 125ohms were recorded. For the past few months, the values remained stable at greater than 125ohms. Currently in clinic, values of greater than 125ohms were observed in triad, while they were 67 ohms in rv coil to can, and greater than 125ohms from rv coil to ra coil. Noise was reproducible with isometrics and observed on the high voltage channel electrogram. A loose proximal set screw was suspected. The system was reprogrammed to change the triad vector configuration to distal coil to can. No revision procedures or additional x-rays were planned. No adverse effects were reported.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated.